Event description:
The account alleged the foot hi/low was drifting down slowly. No pt impact.

Manufacturer narrative:
The technician asked the account to check the foot hi/low down valve. The account replaced the foot hi/low down valve and it did not correct the issue. The technician asked the account to replace the hydraulic reservoir. No further info on the repair of the bed is available at this time.